Manufacturer narrative:
Date of the event is unknown. (B)(4): it is unknown if there were any patient injuries, unlabeled. (B)(4) - lens damage.

Event description:
The surgeon attempted to implant a silicone lens model aa4204vf and the lens was torn. The facility was unable to give further information to this event. It is unknown if there was a product malfunction or a patient injury.